Event description:
User received discrepant glucose results for one patient sample. Sample was tested on two different analyzers, which generated the same result of <1.0 mmol/l. Results from point of care testing instrument was 8 and 11 mmol/l. No information was provided to determine if erroneous result was reported or if patient was adversely affected. If add'l info is received, appropriate notification will be provided.